Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) found that the external paddles were malfunctioning. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the external paddles require replacement. They were replaced. The device passed testing and was put back into service.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the external paddles are malfunctioning. There was no reported patient involvement.